Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that two trial pieces fractured during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. All of the pieces were returned. Visual examination found that the returned both devices are fractured on the lateral side of the central post. Additionally, both devices have some type of cosmetic damage like nicks, gouges, dents, scratches. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.